Event description:
Customer reported that battery faulted in the charger and was unable to pass testing. No adverse event reported.

Manufacturer narrative:
Battery has not been returned for investigation. A supplemental report will be filed if it is returned. No adverse event reported.